Event description:
Patient was scheduled for a vitrectomy and membrane peel. Unit wouldn't prime during set-up. They did some troubleshooting, primed unit and started case. During procedure they heard a pop, detected a burnt smell, and the unit shut down. Reporter noted a retinal tear occurred. There was no back-up unit available. Had to plug ports, cryopexy, scleral buckle, manual vitrectomy and endolaser to repair the tear. Patient reportedly recovering well.